Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of muscle stimulation during pacing. The stimulation was reproducible during testing. The lead was capped and replaced on (B)(6) 2016 without any adverse consequences to the patient.